Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. Investigation summary: one photo received by our quality team for investigation. Through visual inspection, a needle assembled to a syringe with the safety mechanism activated is observed. The needle is pulled out of the hub, residues of epoxy can be seen. Epoxy is the adhesive used to join the cannula and the hub. Physical sample is required to further analyze and determine a root cause. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 305916 batch#: rehz0309. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): on (B)(6) 2024, site name/location: (B)(6). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): yes incident details: this needle was intended to be used for an immunization. As I was drawing up the vaccine, I noted the needle seemed to be drawing a significant amount of air and was not drawing the vaccine well. I decided not to use the needle, so I ejected the vaccine back into the vial. Upon removing the needle from the stopper of the vaccine vial and engaging the safety device, the needle became completely disconnected from the hub. Who was affected? No person affected frequency of problem: recurring. Device information: device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc, manufacturer code/model: 305916, serial or lot number: (B)(6), device expiry date (yyyy-mm-dd): 2027-12-31, supplier: (B)(4), supplier catalogue number: 308-305916.